Event description:
Postoperatively, the physician reported the pt had severe aortic regurgitation and positive blood cultures for a staphylococcus infection. The valve was explanted and during the explant procedure, the physician noted that one of the valve cusps was folded. He also observed a strand of tissue that ran perpendicular to the normal pattern of cuspal tissue. The pt had a 21 mm regent valve implanted and is reported to be in stable condition.